Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 03sep2016 through 03sep2019/manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 709 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to.

Event description:
3 blisters on back [blister], he used it all day/ it was on for like 10-12 hours [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6)-year-old male consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot number s94973, expiration date oct2021, from (B)(6) 2017 to (B)(6) 2019 at one wrap to skin once for back pain/muscle pain/torn muscles. Medical history included neuropathy. Concomitant medications were none. Consumer used this and got 3 blisters on his back from it on (B)(6) 2019. They were irritating, but they had healed. He had used these for years, but he wouldn't use the one he had in his hand. He got back from a trip, and he put it on, it's a 16 hour pain relief, and he used it all day. Then he took it off, and didn't notice until the next day, when he called his physical therapist and went in and he said he had 3 blisters on his back. The therapist said it looked like the spacing of the heat cells. It was on for like 10-12 hours. He had the thermacare neck/shoulder, and had since used those, but not the back pain therapy. He had another physical therapy appointment and needed to go. As of (B)(6) 2019, the patient stated actually he did not feel any pain from blisters. He began physical therapy next day (B)(6) 2019, therapist asked how he got the blisters. They healed in about 4 days. The patient classified his skin tone as medium (neither light nor dark). He did not have sensitive skin or abnormal skin conditions. He purchased red box. There was no product remaining. He used thermacare 1 day in a row, for 12 hours per day. He had previously used thermacare for 8-12 hours, and did not experience the same problem during previous use. He had not previously used other heat products for pain relief. He attached thermacare to body. He took it off to shower and did not replace it, and use another. He checked his skin under the product while wearing thermacare. He read the usage instructions on thermacare before used the product. He consulted a healthcare professional for the problem. The action taken in response to the event of the product was permanently discontinued. No treatment was received for blister. The outcome of blister was resolved on (B)(6) 2019. The outcome of other event was unknown. The sample was available to be returned. Product investigation results received which were as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 03sep2016 through 03sep2019/manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 709 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Refer to the 36 month trend chart attachment for lbh adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor sep2016 to sep2019. Severity of harm: s3. Follow up (03jun2019): new information received from a contactable consumer included: suspect product data (start date, stop date, indication), medical history, past drug history, event onset date, deny of treatment received. Follow-up (30aug2019): follow-up attempts are completed. No further information is expected. Follow-up (28aug2019): new information reported from the product quality complaint group includes product investigation summary results. Follow-up attempts are completed. No further information is expected. Follow-up (03sep2019 and 27sep2019): new information reported from the product quality complaint group includes: severity of harm and product investigation summary results. Follow-up (13may2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events blister and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events blister and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.